Event description:
It was reported that the patient was admitted to the hospital with new fatigue and for generally feeling unwell. The system controller dropped a little the day prior which resulted in the driveline being pulled. The integrity of the driveline casing was compromised. The patient applied electrical tape. X-rays of the driveline were to be performed. Log files noted a few unsustained power and flow elevations on (B)(6) 2023 and (B)(6) 2023. The cause of the power and flow elevations was unable to be determined. The driveline was taped with rescue tape and was well secured.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a compromise to the outer jacket of the driveline could not be confirmed as no photographs were submitted for review and the device remains in use. Review of the log file provided by the account confirmed slight elevations in pump power and flow; however, a specific cause for these elevations could not be conclusively determined. Additionally, a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported fatigue, as well as the patient generally feeling unwell, could not be conclusively determined through this evaluation. The submitted log file contained events from 23sep2023 through 10nov2023, per the timestamps. Slight, transient elevations in pump power and flow were captured on 29sep2023 and 30sep2023. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on hm ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C., and the hm ii patient handbook, rev. C. Are currently available. The IFU lists adverse events that may be associated with the use of the hm ii lvas. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 of the IFU, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8 of the IFU, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that to avoid pulling on or moving the driveline at the exit site, the driveline must be stabilized at all times. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. The patient handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.